Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot, including relevant sterilization records, was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The reported events are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) cataract plus trabecular microbypass stent system procedure, the patient presented approximately one (1) week postop with stent obstruction described as "mild and non-serious" with "the iris pulled into the stent lumen", observed during a slit lamp examination. Per report, there was no intervention performed and the event was noted as ongoing. The most recent patient status was described as "intraocular pressure (iop) remains satisfactory with the stent visible in the original implant location" as of the one (1) year postop follow-up examination. Additional information is being requested.